Manufacturer narrative:
It was reported that the patient underwent anterior colporrhaphy on (B)(6) 2012 due to symptomatic vaginal relaxation and a grade 2 cystocele. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that following insertion the patient experienced vaginal scarring. It was reported that the patient underwent a posterior repair, poster vaginal wall graft revision on (B)(6) 2012 due to vaginal wall mesh erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic rectocele and cystocele. It was reported that the patient experienced pain, infection, urinary problems, bowel problems, recurrence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.